Event description:
It was reported that increased threshold and low sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal electrical characteristics. Internal insulation abrasion was noted at 2.9-4.4cm and 4.8-5.9cm from the distal end. The etfe coating was intact at the same location.